Manufacturer narrative:
Findings: unit received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners. Unit received with broken reservoir tube lip and battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 127 mg/dl. The customer stated that she just sleeping went it alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.